Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was stuck in the serter, and another sensor alarmed a sensor error alarm. Customer's blood glucose was 8.8 mmol/l. Customer reported that the cannula was missing when removed from the body. Customer was advised that the sensor will be replaced. Customer agreed to return the sensor for anlaysis.